Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the torque wrench was tested multiple times and each time it showed that it was out of tolerance. There was no procedure and patient involvement. This report is for one (1) sfx torque handle. This is report 1 of 1 for (B)(4).